Event description:
As intuitive surgical, davinci xl, large needle driver, 8mm, with two lives remaining, was being utilizing as per manufacturer¿s instructions, it stopped working during the case. Upon further evaluation it was discovered that a frayed metal cable was noted at the tip and the pulley was not working. Defective device was removed and replaced. Robotic needle driver.